Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one essure coil migrated to her uterus") and genital haemorrhage ("bleeding/spotting") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and muscle spasms ("extreme cramping that felt like contractions"). The patient was treated with surgery (required to undergo a hysterectomy with the removal of one of the essure devices). Essure was removed. At the time of the report, the device expulsion, genital haemorrhage and muscle spasms outcome was unknown. The reporter considered device expulsion, genital haemorrhage and muscle spasms to be related to essure. The reporter commented: removal of one of the essure devices incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one essure coil migrated to her uterus/migration of essure device location of device: uterus/failure to occlude (close) fallopian tube(s),/uterine contraceptive device failure.'), genital haemorrhage ('bleeding/spotting') and uterine perforation ('perforation') in an adult female patient who had essure (batch no. C49140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses delayed, amenorrhea and venereal disease nos. Previously administered products included for an unreported indication: flagyl. Concurrent conditions included pap smear abnormal, pelvic pain female, uterine bleeding, uterine infection nos, endometrial thickening, endometrial curettage and menses irregular with excessive bleeding. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), muscle spasms ("extreme cramping that felt like contractions") and uterine polyp ("reproductive system disorder or condition type of disorder or condition: uterine polyps/other injury(ies) or complication please describe: d&c and polyps on uterus"). The patient was treated with surgery (ablation/d&c and supracervical hysterectomy (uterus only) bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, uterine perforation, menorrhagia, muscle spasms and uterine polyp outcome was unknown, the vaginal haemorrhage, female sexual dysfunction and dysmenorrhoea had resolved and the fatigue was resolving. The reporter considered device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, muscle spasms, uterine perforation, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: removal of one of the essure devices. Discrepancy noted - (B)(6) 2015 bilateral salpingectomy. Discrepancy noted: date(s) of removal: (B)(6) 2015, (B)(6) 2015 (as per pif). We left 2 coils visible on the left and 4 coils visible on the right. Essure coils implanted in the uterine wall finding: coils of essure device implanted in the lateral uterine wall bilateral complication: attempted removal of essure coils failed. Hysteroscope was introduced and the findings were as noted above. A grasper was placed through the operative channel on the hysteroscope and the right essure coil was grasped . Tension was placed and the coil just straightened out, was cut at cervix . Two more attempts were made to remove the coil, but were unsuccessful. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (right tube occluded), migration of essure device (B)(6) 2015, (B)(6) 2015) what did your healthcare provider tell you about your results: the migration was not common and the only way to fix the problem was to remove tubes. Also will need hysterectomy due to essure migrating to uterus (B)(6) 2015, (B)(6) 2015). Status post essure tubal occlusion. Impression: patent left fallopian tube with successful occlusion of the right fallopian tube status post essure tubal occlusion devices.; on (B)(6) 2015: there are two "insert wires" consistent with the essure device projecting over the pelvis in a stable location compared to the prior hsg suggesting that these "insert wires "are indeed located in the fallopian tubes.. Batch no: c49140, production date: 2014-04-09, expiration date: 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received- new event uterine perforation was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one essure coil migrated to her uterus/migration of essure device location of device: uterus/failure to occlude (close) fallopian tube(s),/uterine contraceptive device failure.') And genital haemorrhage ('bleeding/spotting') in a female patient who had essure (batch no. C49140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses delayed, amenorrhea and venereal disease nos. Previously administered products included for an unreported indication: flagyl. Concurrent conditions included pap smear, pelvic pain female, uterine bleeding, uterine infection nos, endometrial thickening, endometrial curettage and menses irregular with excessive bleeding. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal vajinal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), muscle spasms ("extreme cramping that felt like contractions") and uterine polyp ("reproductive system disorder or condition type of disorder or condition: uterine polyps/other injury(ies) or complication please describe: d&c and polyps on uterus"). The patient was treated with surgery (ablation/d&c and supracervical hysterectomy (uterus only) bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, muscle spasms, menorrhagia and uterine polyp outcome was unknown, the vaginal haemorrhage, female sexual dysfunction and dysmenorrhoea had resolved and the fatigue was resolving. The reporter considered device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, muscle spasms, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: removal of one of the essure devices. Discrepancy noted - (B)(6) 2015 bilateral salpingectomy. We left 2 coils visible on the left and 4 coils visible on the right. Essure coils implanted in the uterine wall finding: coils of essure device implanted in the lateral uterine wall bilateral complication: attempted removal of essure coils failed. Hysteroscope was introduced and the findings were as noted above. A grasper was placed through the operative channel on the hysteroscope and the right essure coil was grasped . Tension was placed and the coil just straightened out, was cut at cervix . Two more attempts were made to remove the coil, but were unsuccessful. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received ¿ new events vaginal hemorrhage, menorrhagia, female sexual dysfunction, uterine polyp, dysmenorrhea and fatigue were added. Product information lot number, indication and essure removal date were added, essure incretion date were updated. Patient information date of birth, height and race were added. New reporter and consumer address were added. Medical history and lab data were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one essure coil migrated to her uterus/migration of essure device location of device: uterus/failure to occlude (close) fallopian tube(s),/uterine contraceptive device failure.') And genital haemorrhage ('bleeding/spotting') in an adult female patient who had essure (batch no. C49140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses delayed, amenorrhea and venereal disease nos. Previously administered products included for an unreported indication: flagyl. Concurrent conditions included pap smear abnormal, pelvic pain female, uterine bleeding, uterine infection nos, endometrial thickening, endometrial curettage and menses irregular with excessive bleeding. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal vajinal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), muscle spasms ("extreme cramping that felt like contractions") and uterine polyp ("reproductive system disorder or condition type of disorder or condition: uterine polyps/other injury(ies) or complication please describe: d&c and polyps on uterus"). The patient was treated with surgery (ablation/d&c and supracervical hysterectomy (uterus only) bilateral salpingectomy, hysterectomy). Essure was removed on 2-oct-2017. At the time of the report, the device expulsion, genital haemorrhage, muscle spasms, menorrhagia and uterine polyp outcome was unknown, the vaginal haemorrhage, female sexual dysfunction and dysmenorrhoea had resolved and the fatigue was resolving. The reporter considered device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, muscle spasms, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: removal of one of the essure devices. Discrepancy noted - (B)(6) 2015 bilateral salpingectomy. We left 2 coils visible on the left and 4 coils visible on the right. Essure coils implanted in the uterine wall finding: coils of essure device implanted in the lateral uterine wall bilateral complication: attempted removal of essure coils failed. Hysteroscope was introduced and the findings were as noted above. A grasper was placed through the operative channel on the hysteroscope and the right essure coil was grasped . Tension was placed and the coil just straightened out, was cut at cervix . Two more attempts were made to remove the coil, but were unsuccessful. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-aug-2015: unilateral occlusion (right tube occluded), migration of essure device (11aug2015, 12oct2015) what did your healthcare provider tell you about your results: the migration was not common and the only way to fix the problem was to remove tubes. Also will need hysterectomy due to essure migrating to uterus (11aug2015, 12oct2015). Status post essure tubal occlusion. Impression: patent left fallopian tube with successful occlusion of the right fallopian tube status post essure tubal occlusion devices.; on 07-oct-2015: there are two "insert wires" consistent with the essure device projecting over the pelvis in a stable location compared to the prior hsg suggesting that these "insert wires "are indeed located in the fallopian tubes.. Batch no c49140 production date 2014-04-09 expiration date 2017-04-30 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.